Event description:
It was reported by the customer that a pyxis anesthesia es system's drawer had numerous significant failures. The customer stated that the device was situated in operating room suite that specializes in heart surgeries. Customer added that doctor did the most expeditious fix to unlock drawer to gets meds during coronary artery bypass grafting. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, the station had numerous drawer failures. A field service engineer replaced drawers to resolve. The system was functional as intended.

Manufacturer narrative:
Corrected and or additional information is included in the following sections: a1, d1, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 21-sep-2022 to 20- sep-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 2.1 had failed multiple times. A field service engineer replaced the faulty drawers to resolve the issue based on the workorder (B)(4). The system was functional as intended. Customer cancelled the case. The system was functional as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a pyxis anesthesia es system's drawer had numerous significant failures. The customer stated that the device was situated in operating room suite that specializes in heart surgeries. Customer added that doctor did the most expeditious fix to unlock drawer to gets meds during coronary artery bypass grafting. There were no adverse events or injuries reported based on this incident.